Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump turning on and off randomly. The customer blood glucose level was unknown. Customer declined to troubleshooting at this time and stated they would call back if needed. The device will not be returned for analysis.